Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Event description:
A customer reported he received a blood glucose meter from his health care provider and when he attempted to use the device (on (B) (6) 2010), he was unable to obtain a reading due to an error-4 display message. The customer also reported the test strips that came with meter were expired (lot # 0633440, expiration date: 30-nov-2008). The customer reportedly experienced symptoms (frequent urination, headaches, dizziness, extreme thirst and loss of consciousness), and ended up at a hospital where he was treated with an insulin injection and an intravenous drip medication (unknown). The customer could not reportedly recall his medical diagnosis. There was no report of death or permanent impairment associated with this event.